Event description:
It was reported that, outside of surgery on (B)(6) 2023, review of the knife, it doesn't cut very good. There was no patient involvement and no impact to user. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). G2 foreign: belgium. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit passed the mesh test; however the cutter was damaged and the unit was out of calibration. The cutter was replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.